Manufacturer narrative:
The device was returned to olympus for inspection. The reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, the most likely probable cause was electrical/electronic component failure due to environmental causes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the electrosurgical generator esg-400 had error code e433. The therapeutic procedure was completed with same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.